Event description:
The anesthesia machine stopped working. The monitors went blank. The patient had to be bagged and the machine changed out. The anesthesia medical team and anesthesia technician were called. There was no appararent injury to the patient.